Event description:
It was reported that the insulin pump alarmed button error, and that there is moisture behind the lcd screen. The blood glucose reading was 245 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was conducted. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.